Event description:
Health care professional reported right side capsular contracture, baker grade IV. The device remains implanted.

Manufacturer narrative:
Phone: (B)(6). Fax: (B)(6). Email: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified weight to the spec and opening on anterior. A visual and microscopic analysis was performed which identified: striated opening and broken on anterior, missing shell and crease flat. Base on the device analysis the final assessment is: striated broken assessed as surgical damage. Striated opening assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Healthcare professional additionally reported rupture. The device has been explanted.